Event description:
Patient underwent to standard procedure with use of two admiral xtreme pta balloon catheters to treat a lesion located in the prox to mid sfa (right leg). It was reported that during use of second admiral xtreme balloon catheter a dissection (type b) occurred. Patient was asymptomatic on discharge. It was reported that, approximately 3 months post procedure, patient was re-hospitalized due to surgical decompression of spine. It was reported that approximately 9 months post procedure patient presented with symptoms of claudication. No treatment was given at that time; however it was reported that approximately 10 months post index procedure revascularization of the right leg was performed. Investigator reported that the event was definitely related to the study device and the procedure. Patient is reported to be recovering. No other clinical sequelae reported. Reference MFR # 3004066202201100046.

Event description:
Investigator indicated that during the previously reported dissection was definitely related to the study device and procedure.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (revascularization). (B)(4).